Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 23mm 11400m valve was explanted after a duration of fourteen (14) days due to unknown reason. Another same model 23mm 11400m valve was implanted in replacement. No information about device return at this moment. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. An aneurysm is an abnormal bulge or ballooning in the wall of a blood vessel. Unlike a true aneurysm, a pseudoaneurysm does not contain any layer of the vessel wall. Instead, there is blood containment by a wall developed with the products of the clotting cascade. Eventually, a wall forms from fibrin/platelet crosslinks that is ultimately weaker than those of a true aneurysm. Untreated aneurysms can burst open, leading to internal bleeding. Depending on the location of the aneurysm, a rupture can be life-threatening. Risk factors for aortic aneurysms include high blood pressure, high blood cholesterol, atherosclerosis, smoking, inherited connective tissue disorders such as marfan syndrome and ehlers-danlos syndrome. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing nonconformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending. Based on the information available, the most likely cause is procedural factors.

Event description:
Edwards received information through its implant patient registry that a 23mm 11400m valve was explanted after a duration of fourteen (14) days in order to excise a left ventricular pseudoaneurysm. Another same model 23mm 11400m valve was implanted in replacement. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. The device was not returned for evaluation as it was discarded at the hospital.